Event description:
It was reported that the catheter remained in the vein and was unable to be retrieved. The patient was in the emergency department and at the time of discharge, the nurse went to remove the intravenous (IV) in the patient's left ac, and it would not come out. Many attempts were made by different nurses without success and when a nurse was able to remove the IV, only the plastic hub came off. The patient was sent to vascular surgery for removal in the operating room (or). There was no harm/adverse event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No investigation or root cause analysis could be conducted given that no product was returned. Given no product has been received and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem, root cause could not be defined with confidence. Review of lot history found no discrepancies or abnormalities relevant to the complaint.